Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Only a main coil was returned for this complaint. The introducer sheath and the delivery wire were not returned. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. Number of proximal fiber bundles failed with only 31 actual fiber bundles over 37-44. No more damages were found in the device.

Event description:
Reportable based on device analysis completed on 21jan2019 it was reported that interlock couldn't be deployed. The target lesion was located in splenic artery. A 8mm / 40cm interlock - 35 was selected for embolization of target lesion. During the procedure, the device couldn't be deployed after many attempts. The procedure was completed with another of the same device. No patient complications were reported and patient is stable. However, device analysis revealed missing fiber bundles.